Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and atrioventricular (av) block. The length of the membranous septum was 6.7mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 21mm, non-abbott balloon. During the procedure, the valve was able to be implanted at a depth of 4mm on the non-coronary cusp (ncc) and 5mm on the left-coronary cusp (lcc). The patient was developed with left bundle branch block (lbbb). Mild to moderate paravalvular leak (pvl) was noted; post-implant balloon aortic valvuloplasty (post-bav) was performed using a 22mm, non-abbott balloon due to the pvl. Trace pvl was noted. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was in a stable condition. On the following day, the patient was discharged without pvl.

Manufacturer narrative:
An event of heart block, perivalvular leak, and aortic valve insufficiency/ regurgitation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the root cause of the reported heart block, perivalvular leak, and aortic valve insufficiency/ regurgitation could not be conclusively determined. An unexpected medical intervention was a result of case-specific circumstances, as post-implant valvuloplasty was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.